Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified findings of the reported issues with no complications during the procedure. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. Reported event was confirmed by review of medical records received. Review of the available records identified findings of the reported issues with no complications during the procedure. One m2a-magnum mod hd sz 48mm was returned and evaluated. Upon visual inspection the outside diameter has scuffing and scratches. The taper of the device did not show any debris. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 561580 m2a-magnum pf cup 54odx48id. 139256 267180 m2a-magnum 42-50 tpr insrt std. Unknown magnum stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01736. 0001825034-2021-01738. 0001825034-2021-01737.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 13 years post implantation due to pain, elevated metal ions, and pseudotumor. During the revision, necrotic tissue was debrided and corrosion was noted at the femoral head. The head was replaced with a dual mobility construct without complication. Attempts have been made and additional information on the reported event is unavailable at this time.